Event description:
The reporter stated that the pump dispensed insulin during the load step of a routine cartridge change. The reporter stated that this occurred using three different cartridges. There was no reported patient impact as a result of the alleged incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6). Correction number: 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box history showed that loss of cartridge detected had occurred which was duplicated during testing. During testing, the load step did not recognize the filled cartridge and pushed fluid out emitting a "no cartridge detected" warning. The pump was opened and a contaminated seal was found in the drive screw assembly.